Event description:
It was reported that the patient's ipg had reached end of life. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section a4 patient weight should have been 165 pounds instead of being blank in the initial report. This correction is reflected in this additional report 1.